Event description:
The following information was provided: an issue occurred where distance re-measurement was not captured correctly during cup impaction. After inserting the acetabulum with the trident ii attached to the inline offset impactor, the mako arm was attached using the free arm. At this point, the cup was displayed on the screen significantly more proximally than the reaming area. After releasing the free arm and capturing the distance remaining while pressing the end effector, the remaining distance was displayed as 1mm. Upon impaction, the screen display appeared to align within the reaming area. After several impactions, capturing the distance using the same procedure showed a remaining distance of 5mm. Furthermore, after performing several more impactions from that point, the cup on the screen appeared to slide slightly distally. After the final impaction, capturing the position using the same steps showed a remaining distance of 11mm. After removing the impactor from the cup and the surgeon visually confirmed, the cup was firmly seated against the acetabulum. The surgical result was target 40/20, capture 39/22.